Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues were reported with the atrial and ventricular leads during the implant procedure. Clicking of the screwdriver was not obtained in the ventricular channel. Appropriate connection was indicated in the atrial channel, but there was no atrial pacing or sensing. Several attempts were made to connect each lead without success. It was reported that at one point the atrial set-screw was completely dislodged, but subsequently replaced. Another pacemaker was implanted instead.